Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿pump speed rpms going to dashes¿ was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis. A log file was extracted from the returned centrimag console (serial number (B)(6), evaluated separately); however, no atypical events were observed throughout the data which spanned approximately 7 hours (00:57 ¿ 8:07 on an unknown date, as the timestamp was incorrectly set to 25may2007 throughout the data). The root cause of the reported event was unable to be determined through this analysis. The serial number of the centrimag motor was not provided after multiple attempts at retrieving the information were made. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 8 ¿system operations¿ instructs users on how to adjust the system¿s set speed by using the centrimag console¿s interface. Slowly increase the rpm until the flow rate is at the desired level. Section 6.7 ¿operator controls¿ also describes how to use the console¿s interface to adjust pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-04049.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the "pump speed rpm went to dashes and the hospital had to restart it". Customer did not want to troubleshoot and requested a full functional checkout of the centrimag (cmag) console. Additional information requested but not provided.